Event description:
Two leads were returned from a competitor with no information. Information identified in the manufacturer's data base indicated the patient died approximately one month post implant of the leads, approximately four years ago.

Manufacturer narrative:
Evaluation summary: (B)(4) - the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression. (B)(4) - the proximal segment of the lead was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.